Event description:
On (B)(6) 2013, the reporter contacted animas and stated that the patient had been hospitalized twice this week for high blood glucose (bg) levels. She alleges the following: on (B)(6), patient went to school a around 7:30am, with bg 181mg/dl and was having no symptoms of hyperglycemia at that time. At 9:30am, her bg was at 550mg/dl, no symptoms. When she got home at 3pm, she was vomiting . Patient stated that she changed her infusion set as well as cartridge and tubing, and her bg was still not coming down. Mom stated that she gave patient insulin via syringe and had brought bg down but only slightly , and it kept going back up, stated that when she could not stop vomiting she took patient to community hospital where she was given fluids only, no insulin or any other medications and stated that she was released from hospital at 3am. They went home and were having the same issues, went back to hospital, and patient was flown to a university hospital. She was admitted with diabetic ketoacidosis (dka). Patient has been at the university hospital since, being treated with IV fluids, IV insulin drip, zofran for nausea and vomiting, and potassium. They did retry the pump in hospital, and bg rose again. The patient will continue on injections after IV drip is stopped and will resume pump therapy when they receive a replacement pump. Patient is not currently having any symptoms of hyperglycemia. Customer technical support (cts) review of the history showed that there are multiple replace and low battery alarms but mom is denying power loss, when reviewing the bolus history boluses are delivered and is giving boluses accurately and mom stated that at the time of the event they were also giving insulin via syringe. Prime history shows 1 record for a 0 prime today at the time of the call as we had removed the battery and she completed steps just so pump would not alarm but remaining history all records are showing (B)(6) 2007, 12am and showing no primes or fill cannulas and mom is saying they prime approx 15 units each time and fill cannula with 0.3 with each change, not receiving loss of prime warnings, suspend history showing 1 suspend at (B)(6), 11:50am and was after they removed patient from pump after trying to resume it and bg going back up. All other records are (B)(6) 2007, 12am and mom stated that there has been many other suspends completed, basal history showing that the last record was on (B)(6), at 6pm, at 0.700 and is the correct basal rate at that time and mom stated that she did not take pump off until the (B)(6) late afternoon and then resumed it today and then stopped as her bg was going back up and not showing resumed today according to the history. Mom stated that they are giving the ez carb boluses per hcp recommendation after meals as she does not always eat what she intends and stated that she is not having high bgs as a result. This complaint is being reported due to the allegation that a patient on pump therapy was hospitalized for dka related to an alleged non-specific pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.